Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(6). Legal manufacturer: hcs madison -(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the issue.